Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the homechoice unit during dwell 3 of 4. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the hp to close all clamps. The tsr advised finish therapy with a manual exchange. On (B)(6) 2010 product surveillance spoke with the hp's daughter who stated this was an isolated incident and the hp was doing fine with therapy. The daughter stated there have been no other alarms or issues with product. No adverse event was reported. No further detail regarding this event was available at this time.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 419 mg/dl and 201 mg/dl within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.